Event description:
It was reported the lead had no capture at maximum outputs. It was also noted the patient was in ventricular tachycardia. Anti-tachycardia pacing therapy was ineffective and the patient received shocks. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.